Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf component code g0405209 captures the reportable event of the cautery pin detached. Block h11: (product investigation): the returned captivator snare was analyzed and a visual evaluation noted that the cautery pin was broken and detached. The handle did not have any damage. No other device problems were noted. The product analysis identified that the cautery pin was broken and detached. With all available information boston scientific concludes that the most probable cause of the event is manufacturing deficiency. Boston scientific has initiated an investigation to further evaluate cautery pin detachment events to determine root cause of these events, as well as appropriate mitigation(s).

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used in the stomach during a polypectomy procedure performed on (B)(6) 2024. During the procedure, when the package was opened prior to the procedure, it was found that the handle was broken and could not be used. The procedure was completed with a similar captivator small oval stiff snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a MDR- reportable event based on investigation results which revealed that the cautery pin was detached. Please see block h11 for full investigation details.